Manufacturer narrative:
The device was returned and the evaluation states it has a broken weld at the bottom of the frame in the rear. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The left side frame is broken at a weld.